Event description:
It was reported that veletri leaked at the tubing filter. Patient noticed the leakage following 48 hours after changing the extension tubing. It was unknown if there were any adverse patient effects.

Manufacturer narrative:
Other text: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.